Manufacturer narrative:
The sensor (B)(4) has been returned and investigated. Performed visual inspection on the returned sensor, the sensor plug was not seated. Extracted data using approved software, the sensor was found to be in state 1 (indicating factory setting). Removed the sensor plug and inspected plug assembly, issue was identified as being attributed to use error and no product deficiency was identified.

Event description:
Customer reported receiving a "scan again in 10" message consistently for 3 days while wearing the adc freestyle libre sensor. Customer was unable to monitor glucose levels and on (B)(6)2019 he begin to "feel bad" so he self-presented to a hospital where his blood glucose was determined to be 1172 mg/dl. Customer was admitted to ICU, diagnosed with hyperglycemia, and treated intravenously (unspecified). Customer was discharged from the hospital on (B)(6)2019. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10" message consistently for 3 days while wearing the adc freestyle libre sensor. Customer was unable to monitor glucose levels and on (B)(6) 2019 he begin to "feel bad" so he self-presented to a hospital where his blood glucose was determined to be 1172 mg/dl. Customer was admitted to ICU, diagnosed with hyperglycemia, and treated intravenously (unspecified). Customer was discharged from the hospital on (B)(6) 2019. There was no report of death or permanent impairment associated with this event.